Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced power pcb assembly and the cause of the reported issue was determined to be due to electrically shorted pins 5 to 2 of diode, designator cr20, which prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.